Manufacturer narrative:
The investigation has been reopened because the product has been received. Depuy will notify the FDA of the results of the investigation once it has been completed.

Manufacturer narrative:
This complaint is under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed. (B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
View plate has snapped in half.

Manufacturer narrative:
Conclusion and justification status for MDR: examination of the returned mbt rev tibial view plates confirms the reported event. The root cause is attributed to product wear out; however, misuse (possibly through user error) cannot be ruled out. The overall condition of the instruments indicates multiple usages. They exhibit burnishing wear indicated of extended usage. The devices exhibit a shade of yellow indicating they have been subjected to numerous decontamination procedures. The surgical technique was reviewed by product development and marketing to try to understand the possibility that the view plate may be attached to the impactor and broach during impaction, resulting in the noted fractures of the view plates. This theory could not be confirmed nor ruled out, therefore marketing agreed to release a sales mail to the field (released on (B)(6) 2011) instructing the proper usages (view plate not attached , just used as a visual aide) to mitigate this risk associated with this possibility. Based on the investigation, determination of product wear out as the root cause no corrective action is being taken. Monitor through sep-419. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Manufacturer narrative:
The device associated with this report was not returned. A search of the complaint database found previous reports of mbt revision tibial view plate breakage. Previous investigations found that when confirmed the root cause was likely product wear out and/or misuse (possibly through user error). The investigation could not draw any conclusions about the reported breakage without the devices to examine. Based on the inability to determine a root cause, a need for corrective action is not indicated. Monitor trends through (B)(4). Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.